Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device exhibited technical failure alarm 316. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Correction: section d2b procode has been corrected. The device was not returned; however, the device logs were provided for evaluation. An analysis of the logs confirmed the customer?s reported issue. Technical support provided a quote to the customer for a field service engineer to evaluate the device at the customer site. The customer did not respond back after a couple follow ups and provide a po; therefore, we are unable to determine the root cause.